Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer powered off the pyxis unit, reseated all cables, and powered the unit back on, ran hardware test application (hta) drawer auxiliary 2.1 with no issues detected. The customer tested the system, and no problems were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a cubie pocket was repeatedly failing and, upon restart, caused the entire drawer to fail; removing and reinserting the cubie did not resolve the issue, and this was a recurring problem for the unit. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.